Manufacturer narrative:
A bci field service engineer (fse) replaced the broken fitting on no foam, which resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a no foam leak. No injury or exposure to the fluid was reported.